Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in the left eye (os) at 2 day post-operative exam. Topical steroid dosage was increased to resolve symptoms. The surgery center indicated the patient experienced loss of best corrected visual acuity. The surgery center indicated the dlk was due to using a different brand of distilled water in the statum. Through follow up, the surgery stated the patient was given durezol drops for 4 times a day. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -5.75 x -.00 x 90, left eye pre-op 20/15 -5.75 x -.75 x 110. Bcva from (B)(6) 2017: left eye post-op 20/25, right eye post-op 20/20.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.